Event description:
The patient had also reported backup battery fault alarms, which resolved with a self-test prior to their clinic visit and controller exchange.

Manufacturer narrative:
Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: incidental findings revealed that there were kinks in both power cables; slightly elevated resistances consistent with the early stages of conductor breakdown was noted. The reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The reported event of a tear in the white power cable was confirmed via evaluation of the returned system controller (serial number: (B)(6)). The controller event log files contained data spanning 14 days (30oct2024 ¿ 12nov2024 per the timestamps). The log file captured a backup battery fault alarm on (B)(6) 2024 from 19:09:42 to 19:22:07 due to the backup battery not passing the load test. The alarm resolved when an additional load test was performed and the battery passed; this is consistent with the provided information that the alarm resolved with a self test. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2024 at 11:16:27 to exchange the system controller and the controller was powered down at 11:17:52. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log files. The returned system controller was found to function as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Visual inspection of the returned system controller revealed tear in the outer jacket of the white power cable that exposed the underlying shield; a green contaminate consistent with fluid ingress was also observed at this location. The outer jacket and underlying layers were removed from the white power cable for further inspection. The fluid contaminate was observed on the underlying layers and wires. No physical damage to the wires was observed. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) (rev. C) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. D) section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Medwatch ufr (B)(4) received on 04dec2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came in clinic and ended up having their system controller replaced due to tear in white power cord and old software (1.5.0) on the controller. Despite the reported damage, the recorded data indicated that the equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.